Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2. Reference MFR report #1627487-2016-00050. It was reported the patient's experiencing pain at the ipg site (date of event unknown). As a result, surgical intervention may be undertaken as the next course of action to address the issue. Note: the patient is implanted with two scs systems and it's unknown which device has the issue.

Event description:
Device 1 of 2. Reference MFR report#1627487-2016-00593. Follow-up identified surgical intervention was undertaken during which time the ipg pocket site was revised. The issue is resolved.